Manufacturer narrative:
The device was returned for analysis with the tip jacket and the inner member separated at the distal end of the ratchet stem. The reported difficult to advance was unable to be replicated in a testing environment due to the condition of the retuned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that coagulation of blood/contrast on the guide wire and/or inadvertent mishandling resulting in the noted device damages (separated tip jacket/inner member, outer sheath kink) resulted in the reported difficult to advance; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 5.0x40mm supera self-expanding stent system (sess) could not be advanced onto a 0.18 guide wire. There was no adverse patient effect and there was no clinically significant delay in the procedure. Returned device analysis identified that the tip jacket and the inner member were separated at the distal end of the ratchet stem. The account does not remember a separation when the device was removed from the guide wire. Potentially the distal tip separated during the handling but the physician did not observe this so it cannot be confirmed. No additional information was provided.